Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are no units in stock. Received one open sample (only the second pack is opened). The sample received has the first pack sealed to second pack in the 4th sealing as can be seen in enclosed picture. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: complaint is not justified. Taking into account that the sample received does not fulfill the specifications, actions on distributed product of this reference/batch: replace this code/batch to the customer or refund will be issued. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. The sterile packaging of this suture material/foil is hard to open, because the packaging is welded to each other. This causes a ripping of the packaging while opening, the material is no longer sterile and cannot be used anymore.